Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 2 patient samples tested for ise indirect na for gen.2 results on a cobas 8000 core unit. Patient 1 initial na result from the primary tube was 110 mmol/l. The repeat from a hitachi cup was 150 mmol/l. Patient 2 initial na result was 129 mmol/l. The repeat result was 136 mmol/l. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number was e25 and was installed on (B)(6) 2018. The expiration date was not provided. No instrument issues were identified during a review of the customer's calibration and ise check data. The issue may be sample related. The investigation was unable to find a definitive root cause.